Manufacturer narrative:
The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient's revision procedure, the physician found out that the lead was damaged and the tail of the lead looked a little bit fractured. It was noted that impedance values could not be determined and there were all open contacts on one side of the lead. It was also reported that the lead would not slide or connect into the port correctly. The lead was replaced. The patient was doing well post operatively.